Event description:
The customer reported fluctuating tidal volumes. The nellcor puritan-bennett service technician verified the fluctuating volumes, and also found the volumes to be out of specification. The service technician inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.